Event description:
It was reported that a pump alarmed constantly for "air-in-line" when no air bubbles were observed. The customer stated that the device was tested and the constant alarm was confirmed.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Review of the device history log confirms the pump alarmed multiple times for air-in-line. The evaluation confirmed the lower reading of the ultrasonic sensor to be below specification. With a low ultrasonic sensor reading the pump will become more sensitive to air and upstream occlusion alarms. The failed ultrasonic sensor was replaced.